Manufacturer narrative:
B3: the event date occurred on an unreported date six months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, hospitalization and patient outcome were not reported. Treatment for the event was unknown. At the time of this report, pd therapy was discontinued. The reporter declined to provide additional information.